Manufacturer narrative:
(B)(4). This lot was manufactured on april 9, 2013 ¿ april 10, 2013. Evaluation summary: the sample was received for evaluation. Visual and microscopic inspection on the unit revealed no evidence of particulate matter either on the balloon or inside the bottle. No malfunctions or abnormalities were identified during the evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a small volume intermate had black particulate matter in an unspecified location in the housing. This malfunction was identified before use. There was no patient involvement. Additional information was requested and is not available. This is medical device report 2 of 2.